Event description:
The hcp reported the pt hunts and is generally, very active. "The catheter may have been sheared off by the spinal process." The hcp felt, based on the pt's diagnosis, that it was safer to leave the portion of the catheter that sheared off in the pt's body rather than remove it. The hcp does not believe the catheter was a defective product. A follow up report will be sent when additional info is received.